Event description:
During a coronary artery drug eluting stenting treatment procedure, resistance inserting the guide wire was encountered. The lesion was located in the mid left anterior descending artery. When the physician attempted to insert the bmw guide wire into the taxus express2 8.8% 2.75mm x 32mm drug eluting stent, resistance was met and the insertion was unsuccessful. The physician then exchanged the device for another taxus express2 8.8% 2.75mm x 32mm device and was able to insert the guide wire without incident. No pt injuries or complications have been reported.